Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two percutaneous leads (of the same lot), on (B)(6) 2006. The pt reported she is no longer feeling stimulation from her scs system. Reprogramming was able to temporarily restore the stimulation; however, the pt is again without stimulation. The pt is working closely with her physician to determine the next course of action.